Manufacturer narrative:
The tech found the caster was worn. He replaced the brake caster to repair the bed.

Event description:
Info received indicates the brake caster when engaged was moving side to side.